Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges device provided error message after he went out to a restaurant and ate something that he thinks caused his blood glucose to go up; took unknown amount of humulin u500 insulin. Caller stated he thought he might have gotten air instead of insulin in that shot. Caller reported going to bed and waking at 5 am unable to respond in coherent sentence; emts were called and tested customer with a reading over 500 mg/dl. Customer was taken to the hospital where he was admitted and treated for high blood glucose with insulin. Requested return of the alleged device and replacement was provided.